Event description:
It was reported that the highsail was being used to post-dilate a penta stent. The balloon was placed and inflated from about 10 to 14 atmospheres. Reportedly, the balloon seemed to inflate "funny". Subsequently, the balloon would not deflate under negative pressure. The balloon, guide wire, and guide catheter were removed as a unit. Another attempt was made to deflate the balloon on the back table again without success. The procedure was completed with another co's balloon. There was no pt injury reported.